Event description:
A hospital in (B)(6) reported that two (2) iw932aek cosycot infant warmer bases had broken. The hospital reported that these infant warmers had been used for educational purposes and had never been used in a clinical setting. The hospital reported that the bases cracked as they were being moved around their education center. Accordingly, there were no patient consequences.

Manufacturer narrative:
(B)(4) - device information. Unit: serial number: (B)(4), lot number: 071113, date of manufacture; 11/13/2007, serial number: (B)(4), lot number: 080116, date of manufacture: 01/16/2008. Method: the complaint devices were not returned to fisher & paykel healthcare. An investigation was carried out based on information and photographs provided by the hospital. Results: inspection of the photographs of the complaint units supplied by the hospital show that one of the infant warmer has a crack in the rear left leg and the other infant warmer has cracks in both the rear left and rear right legs. A lot check revealed no other complaints of this nature for lot number 071113 or 080116. Conclusion: the iw932 is a mobile warmer and may be susceptible to impact damage during transport. Cracking of the infant warmer bases can occur from a combination of overloading and dynamic forced place on the unit during movement in transit. The hospital reported that the two bases were damaged while the warmers were being transported around the education center. It is likely that the damage was caused by a combination of overloading, transport damage and other forces such as staff leaning on the infant warmer. The iw900 series infant warmer and accessories service manual instructs that the base be checked annually.